Event description:
It was reported that the patient underwent a surgical procedure due to diverticulitis. Two days following the surgery, a wound dehiscence occurred. The patient required a re-operation to repair the dehiscence. During the re-operation, the surgeon reported that the original suture had broken.